Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Three falsely elevated troponin I results were obtained on a pt's samples. The results were reported to the physicians. The original samples were retested on the original analyzer and similar results were obtained. The original samples were retested on an alternate analyzer and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.

Event description:
Two falsely elevated troponin I results were obtained on a patient's samples. The results were reported to the physicians. The original samples were retested on the original analyzer and similar results were obtained. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe.

Event description:
Two falsely elevated troponin I results were obtained on a patient's samples. The results were reported to the physicians. The original samples were retested on the original analyzer and similar results were obtained. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the wash probe.